Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the pump had a motor stall occur on (B)(6) due to an MRI. It was stated that the reporter did not initially see a motor stall recovery, but upon re-interrogating, a recovery was seen. It was indicated that an alarm may have been heard, but the reporter was unsure. The device system was used to deliver clonidine, bupivacaine, and dilaudid.